Event description:
Pt reported the infusion device went into the stop mode by itself several times from (B)(6) 2012. Pt also reported the check button on the infusion device did not function as intended. The infusion device was not dropped or exposed to water or electromagnetic fields. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.